Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that during a dual lead stimulation trial, electrodes 0-7 were turned on using electrodes 2-5 and was turned to 10.5 volts and the patient reported no stimulation. It was noted that the 8-15 lead was turned on using electrodes 10-13, and the patient perceived stimulation around 4 volts. An impedance test was run and showed that electrodes 2 and 4 were greater than 20,000 ohms. The 0-7 lead was removed from the trialing cable and wiped off and replaced into the cable. It was noted that impedance tests was run again and showed electrodes 2 and 4 were greater than 20,000 ohms. The leads were switched in the trialing cable and the impedance test was run again and showed electrodes 10 and 12 were greater than 20,000 ohms. As a result the lead was not implanted and the lead was replaced. An impedance test was run againand showed all electrodes were within normal range. The stimulation was tested with the new lead and the patient reported stimulation around 4 volts. The patient¿s status at the time of report was alive with no injury. There were no patient symptoms or complications reported associated with this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.